Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: essure device in right subserosa and not in') in a 28-year-old female patient who had essure (batch no. 975384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 3. It was unknown whether patient underwent essure confirmation test. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced pelvic pain ("pain :pelvic"), depression ("psych injury/depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("birth - no complication") and experienced genital haemorrhage ("abnormal bleeding (general)") and abdominal pain ("pain :abdominal"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events " pain: pelvic/abdominal, abnormal bleeding (general), psych injury and migration". Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2018: positive. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received: new events were added: abnormal bleeding (vaginal), menorrhagia, mental anguish. Lot number were added. Reporter information were updated. Lab data, patient history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: essure device in right subserosa and not in') in a 28-year-old female patient who had essure (batch no. 975384) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression from (B)(6) 2012 to (B)(6) 2016, multi gravida and parity 3 (date of birth - (B)(6) 2002, (B)(6) 2005, (B)(6) 2012). It was unknown whether patient underwent essure confirmation test. Concurrent conditions included hypertension since (B)(6) 2016. Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2012 to (B)(6) 2012, labetalol since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) from (B)(6) 2017 to (B)(6) 2017, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and sertraline hydrochloride (zoloft) from (B)(6) 2012 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced pelvic pain ("pain :pelvic"). On (B)(6) 2012, the patient experienced depression ("psych injury/depression") and anxiety ("mental anguish"), 28 days after insertion of essure. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("birth - no complication") and experienced genital hemorrhage ("abnormal bleeding (general)") and abdominal pain ("pain :abdominal"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown, the genital hemorrhage, pelvic pain and abdominal pain had resolved and the depression, vaginal hemorrhage, menorrhagia and anxiety was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital hemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal hemorrhage to be related to essure. The reporter commented: she had received treatment for following events " pain: pelvic/abdominal, abnormal bleeding (general), psych injury and migration". Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2018: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: pfs added - outcome added for events depression, vaginal haemorrhage, menorrhagia and mental anguish. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: essure device in right subserosa and not in') in a 28-year-old female patient who had essure (batch no. 975384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida and parity 3. It was unknown whether patient underwent essure confirmation test. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain :pelvic"), depression ("psych injury/depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("birth - no complication") and experienced genital haemorrhage ("abnormal bleeding (general)") and abdominal pain ("pain :abdominal"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events " pain: pelvic/abdominal, abnormal bleeding (general), psych injury and migration". Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2018: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('birth - no complication') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: it was unknown whether patient underwent essure confirmation test. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain :pelvic"), abdominal pain ("pain: abdominal") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: she had received treatment for following events " pain: pelvic/abdominal, abnormal bleeding (general), psych injury and migration". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury¿ was updated to more specified events ¿migration, pain: pelvic, pain: abdominal, birth - no complication, abnormal bleeding (general), psych injury and device ineffective¿. Reporter, demographics, essure indication (amended), and essure removal date were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.